Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was noted to have been partially deployed from the delivery catheter. There was flattening noted to the delivery catheter in numerous locations. Blood exited the delivery system during flush. There were no anomalies noted to the deployed stent. During functional inspection the delivery catheter was flushed and blood exited, an attempt was made to advance the stabilizer to fully deploy the stent however the stabilizer could not be advanced. The stent was gently pulled to remove it from the delivery system. The system was flushed again, and the stabilizer was still unable to be advanced or retracted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: 'stent failed/unable to deploy' was confirmed during analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was not set up and maintained throughout the clinical procedure. Instead, the customer indicated that intermittent flush was set up. The tortuosity of the patient¿s anatomy was reported as 'average tortuosity'. It was reported that 'the stent system was prepared as per dfu, and there was no problem until the bumper was aligned just prior to deployment; however, at the time of deployment, strong resistance was encountered and had to abandon the deployment. After removing the stent from the body, the system was flushed again, and reinsertion and deployment was attempted; however, the stent still could not be deployed'. The percentage stenosis and calcification at the target lesion was unknown but the stent was able to be advanced to the target lesion before the issue was reported. There was no resistance noted when advancing the stent system inside the guide catheter. The stent was returned for analysis partially deployed from the distal tip of the delivery (outer) catheter. The stent was stuck in place, most likely due to dried blood and procedural fluids. It was not possible to advance/deploy the stent by advancing the stent stabilizer (inner catheter). Instead, the stent was gently pulled distally. Once deployed, the stent was noted to be undamaged. The delivery catheter was flattened at multiple locations along its length. It was not possible to remove the stent stabilizer from the delivery catheter. A significant volume of blood was noted during the flushing attempts, indicating that insufficient flush was likely to have been a contributing factor in the case of this complaint device. It is likely that a combination of the intermittent flushing, the percentage of stenosis/calcification of the target lesion and some other unknown procedural factor(s) resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The resulting manipulation of the wingspan system is likely to have resulted in much of the damage noted during device analysis. The reported event: 'stent failed/unable to deploy' and the analyzed events: ¿stent partial deployment¿, ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer/catheter friction¿, ¿stent failed/unable to deploy¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent was partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.